Event description:
We were doing a total knee replacement using a sagittal blade attached to large power when the blade snapped right at the spot where the blade enters the large power device. I am not sure whether the blade snapped while in use in the wound or just as it was being removed from the wound, but the scrub could verify. The scrub was able to extract the remaining piece from the large power device. This was at the end of the time they needed this equipment, so it was not used thereafter. The surgeon remarked that he hadn't had this happen before. The rep in the room said he had seen this happen previously, though infrequently. Manufacturer response for blade, saw, general plastic surgery, surgical, na (per site reporter) rep in the room aware.